Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying an error code 1134 blower speed error message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that there was an error code 1125 cooling fan speed error message within the event log. The error is reproduced, and it was verified that the cooling fan has a damaged casing. It was recommended to replace the fan guard, filter, retainer, air inlet and cooling fan filter. After further troubleshooting in regard to the error related to the air inlet fan issue. It is observed that the error message is a drop in revolutions in the air intake motor. It is also observed that the air inlet prefilter support is broken and inserted inside the blower. Air inlet prefilter support replaced, pre-filter cover replaced. The equipment's operation tests were carried out without observing any further anomalies. Checking of functional parameters has been carried out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications.

Manufacturer narrative:
H10: further information was received that the error code that the ventilator displayed was not "1134 blower speed error" h11: b5- philips received a complaint by the customer on the v60 indicating that the device is displaying an error code 1125 cooling fan speed error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that there was an error code 1125 cooling fan speed error message within the event log. The error is reproduced, and it was verified that the cooling fan has a damaged casing. It was recommended to replace the fan guard, filter, retainer, air inlet and cooling fan filter. The investigation is ongoing.